Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The left and right plunger cases were damaged. No damage on top case. No damage on bottom case. Error history log review found a clutch/ plunger lever error. The root cause of the reported issue was found the left and right plunger cases were damaged and the plunger lever would not retract when syringe is installed. Actions were taken to mitigate the reported issue: replaced left and right plunger cases. Replaced clutch half's left and right with leadscrew and spring as a preventative measure.

Event description:
It was reported that the pump had a clutch/plunger error and did not move plunger. No patient injury was reported.